Event description:
From staff: during a laparoscopic procedure the surgeon tried to use a harmonic 36cm. It would start to work and then stop, the scrub tech. Tried to reconnect. We called for a new harmonic handle, harmonic 36cm and a harmonic machine, the new machine arrived first so we tried hooking up to new machine and it gave us an error reading that harmonic had used up its life. We then opened a new harmonic 36 and it worked well. We were able to finish the procedure. The doctor was concerned about how long it took to get another harmonic 36 from the core. If patient had been bleeding this could have harmed the patient waiting so long.